Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (does not communicate) has been confirmed. Upon evaluation, an unused pulse wire migrated within an ECG electrode and damaged the -5v wire.the root cause for the migrated wire has not yet been determined. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that it would not communicate with a test monitor.